Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the care fusion application screen saver locked the station screen and failed to login. However, there were no delay to patient care and no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the care fusion application screen saver locked the station screen and failed to login. The technical support specialist (tss) dialed into system, followed knowledge article cfnapp auto-locks requiring password, verified that the screen saver was turned off, and confirmed that all power management settings were appropriately configured with no idle timers enabled. The system functioned as intended after the technical support specialist troubleshot the device.